Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10/02/2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10/02/2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had pain when she stands up since implant. The patient said that they tried to program the patient with adaptive stimulation on (B)(6) 2019, but it was unsuccessful because the patient has a lot of scarring. The caller said they feel that some of the leads may have moved a little. The patient has an appointment the week following the call to try to program for adaptive stimulation again. No further complications were reported.